Event description:
A patient care manager reported that during an intraocular lens (iol) implant procedure, strings of matter were noted in the viscoelastic after inserting the lens. The surgeon was able to aspirate the strings. The strings of matter were described as clear strings. No patient harm was reported. Additional information has been requested. There are two medical device reports associated with this event. This report is for the unknown number of patients and surgery dates.

Manufacturer narrative:
Evaluation summary: the product has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).